Manufacturer narrative:
The device was returned to zoll medical netherlands. During disassembly of the device to determine root cause, the technician observed extensive water damage. The device was unrepairable and was scrapped at zoll netherlands at the customer's request. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.